Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump was unable to perform prime test or excessive no delivery test due to motor error alarms. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Event description:
It is reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer further reported that the motor error alarm occurred during bolus. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.